Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated there was an issue with the lead. It was also noted that the device is not pacing, via monitoring by surface electrocardiogram (ECG). The device and lead remain in use. No patient complications have been reported as a result of this event.